Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead dislodgement was observed through a fluoroscopy. The physician tried to reposition the lead, but it was unsuccessful. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.